Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The 2.50 x 18 cypher stent failed to cross the posterior descending. No patient injury reported. Upon receipt of the product, a secondary failure was noted. The product received flared at the distal end.